Event description:
Covidien received info stating unit shut down during pt use. Pt was hospitalized due to the event. Pt's condition is stable now. Device was being used off label, device was being used for assisted breathing and not for obstructive sleep apnea (osa) as intended use.

Manufacturer narrative:
Customer has been notified of intended use of the (B)(4).